Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous, severely calcified and totally occluded right superficial femoral artery to anterior tibial artery. An unknown manufacturer's guide wire advanced to the distal of the superficial femoral artery (sfa). The physician vacuumed the thrombosis with a non bsc catheter. A sterling sl mr 4 x 150 x 150 balloon catheter was inflated to 6 atm on initial inflation. The balloon ruptured at 11 atm on the 2nd inflation. The procedure was completed with a sterling sl 4×120mm and sterling es 2×40mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling sl catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the mid-section to distal end of the balloon. There were no irregularities in the balloon material or the radiopaque markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tourtous, severely calcified and totally occluded right superficial femoral artery to anterior tibial artery. An unknown manufacturer's guide wire advanced to the distal of the superficial femoral artery (sfa). The physician vacuumed the thrombosis with a non bsc catheter. A sterling sl mr 4 x 150 x 150 balloon catheter was inflated to 6 atm on initial inflation. The balloon ruptured at 11 atm on the 2nd inflation. The procedure was completed with a sterling sl 4×120mm and sterling es 2×40mm balloon catheter. No patient complications were reported and the patient's status is good.